Manufacturer narrative:
Literature citation: zou, q. Et al (2024). Management of complications associated with percutaneous left atrial appendage closure with or without ablation: experience from 512 cases over a 4-year period. Frontiers cardiovascular medicine. Sec structural interventional cardiology. (11). Https://doi.org/10.3389/fcvm.2024.1388024. B3: literature published date used as event date as it is unknown.

Event description:
Reported via journal article: it was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was performed, and a watchman closure device was implanted. No residual leaks were noted. Postoperatively, the patient commenced a 12-week regimen of rivaroxaban (20 mg daily) and aspirin (100 mg daily) for combined anticoagulation and antiplatelet therapy. On day 38 post-laac, a transesophageal echocardiogram (tee) identified a medium-low density echo cluster on the surface of the left atrium (la) and closure device, indicative of potential device related thrombosis (drt). Further investigation revealed that this patient had independently ceased taking aspirin postoperatively, continuing only with rivaroxaban. The antithrombotic treatment was promptly reinstated, and after consistent medication for 94 days, a subsequent tee confirmed the resolution of drt, showing no abnormal echoes outside the closure device in the la and laa. Throughout the follow-up period, no patient complications were reported.

Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was performed, and a watchman closure device was implanted. No residual leaks were noted. Postoperatively, the patient commenced a 12-week regimen of rivaroxaban (20 mg daily) and aspirin (100 mg daily) for combined anticoagulation and antiplatelet therapy. On day 38 post-laac, a transesophageal echocardiogram (tee) identified a medium-low density echo cluster on the surface of the left atrium (la) and closure device, indicative of potential device related thrombosis (drt). Further investigation revealed that this patient had independently ceased taking aspirin postoperatively, continuing only with rivaroxaban. The antithrombotic treatment was promptly reinstated, and after consistent medication for 94 days, a subsequent tee confirmed the resolution of drt, showing no abnormal echoes outside the closure device in the la and laa. Throughout the follow-up period, no patient complications were reported.

Manufacturer narrative:
Medical media was provided and reviewed by boston scientific for relevance to the complaint allegation. The media provided did not appear to depict any device or user related allegations and resulted in no further investigation. Literature citation: zou, q. Et al (2024). Management of complications associated with percutaneous left atrial appendage closure with or without ablation: experience from 512 cases over a 4-year period. Frontiers cardiovascular medicine. Sec structural interventional cardiology. (11). Https://doi.org/10.3389/fcvm.2024.1388024. B3: literature published date used as event date as it is unknown.